Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: roller clamp not working. Detailed inquiry description: customer says that roller clamp is not working. To the point, that she had to close the roller clamp to keep it from free flowing. This caused an IV to dry up right before starting the procedure. Customer had to start another IV in or after patient was a difficult stick. The roller clamp has not worked properly on any of their tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample in open packaging was provided for evaluation. Upon visual inspection of the received sample, no visual discrepancies were noted. The sample was then leak tested with no leakages observed. In an attempt to replicate the defect, the sample was gravity primed and attached to an IV bag to observe if the roller clamp fully occluded the tubing when applied. During testing, the roller clamp was put into the open and closed position and no functional issues were noted as well. Based on the investigation, the defect reported was not confirmed. The root cause of the reported incident was unable to be determined. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.